Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the face of his insulin pump was scratched up and little dents and was hard to read. The customer¿s blood glucose was unknown. Troubleshooting was done for cosmetic damage. Customer reported that the insulin pump had a bunch of scratches on the screen and down at the arrows buttons. Customer stated that they had six belts clip and that all were broken. The insulin pump will not be returned for analysis.